Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt, and it also received a failed battery test notification. The blood glucose reading was 62 mg/dl. No significant events leading to the alarm were observed, except the customer stated that the device may have slightly been splashed. Advised discontinuation of the insulin pump. A crack was also noted on the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. No failed battery test alarms noted. Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed, cracked case at display window corners, battery tube threads and minor scratches on display window.